Manufacturer narrative:
Product analysis: it was confirmed that the display was dim. However, the display was responsive to the stylus during analysis. The display was replaced. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests.

Event description:
It was reported that the programmer's display was growing dim and was unresponsive to the stylus. The programmer was returned for service. There was no patient involvement.